Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Further information was requested but not received.

Event description:
Related manufacturer reference number: 2017865-2019-09082. It was reported that the patient presented for a generator replacement procedure. During procedure, insulation breach was noted on the right ventricular lead, and a fracture on the left ventricular lead was noted. Both leads were capped and replaced with new leads on (B)(6) 2019. The patient was stable before, during and after the procedure.